Event description:
It was reported that non-sustained rv oversensing was observed on the lead. Lead was capped, replaced and will not be returned.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.